Event description:
The hcp reported changing the concentration of the lioresal in the pump from 500 mcg/ml to 2000 mcg/ml without programming a bridge bolus. The hcp called technical services 'only a few minutes' after initiating the new rate and then programmed the bridge bolus. No pt symptoms were reported. Add'l information has been requested, a follow-up report will be submitted if add'l information becomes available.